Manufacturer narrative:
(B)(4). Evaluation: an empty opened foil, a paper lid, a winding former, a detached needle and multiples suture pieces of product code were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. Also, the suture pieces have begun with the process of disintegration; this is the cause of detached needle. Also, the foil was examined and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance pull off suture needle, is a suture degradation; due to the improper handling of package.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2017 where suture was used. Thread released the needle. Upon receipt and evaluation of the sample it was noted to have holes in the cavity of the packaging.